Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged over delivery anomaly and low bg's found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test; however, device failed self test due to pump error 75. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump error 75 alarmed during self test. No over delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed (B)(4) units of normal bolus was delivered on (B)(6) 2021 between 16:57:36.000 and 17:05:24.000. Unable to confirm low blood glucose's. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Device was cut open to perform visual inspection and found evidence of physical damage¿on the internal battery. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for over delivery was not confirmed; however, pump error 75 was confirmed during self test due to physical damage on the internal battery. Unable to confirm low blood glucose's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer alleged that insulin pump had over delivered insulin. Customer's current blood glucose level was 84 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active at the time of incident. Customer was treated with food and glucose tablets. It was found that customer had experienced symptom at the time of low blood glucose level including weakness and shaking. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.